Event description:
The report received indicated that after opening package of the angioguard protection device, the wire was found kinked. The kink was noticed approximately 30cm from the distal tip; near the rx opening port. Therefore, the device was not used in the patient. The product was returned for evaluation and the analysis identified the specimen presented an offset coil condition and the ptfe coated wire shaft, proximal of the deployment sheath, presented scrape damage consistent with the application of the torque device.

Manufacturer narrative:
The complaint received states that the angioguard device was kinked during prep. There was no patient, vessel or procedure information provided, it was reported the kink was 30cm from the distal tip near the rx port. The device was returned for analysis. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. The specimen device and sheath appear visually and dimensionally correct. The damage to the sheath appears consistent with having been incurred during preparation for clinical use. The sheath shaft presents indications of opening along the prescore seam 26.35 to 31.20cm from the distal end of the sheath exposing approximately 4.70cm of the wire shaft. The nature of the sheath damage combined with the scraped ptfe coating suggests the specimen was handled in a manner that applied compressive loads axially to the deployment sheath. Due to the manufactured rpe-score, the column strength of the delivery sheath is insufficient to transmit these axial compressive loads. A review of the device history records (DHR) does not indicate any manufacturing defects or anomalies. The reported packaging lot consists of 108 units, final inspection tested and determined to be acceptable for shipment. The complaint of kink was confirmed on analysis. Other damaged was also identified on the device. The nature of the damge on the returned specimen, and the interpretation of the complaint suggest procedural factors may have contributed to the event as reported.